Event description:
Based on additional information received on 10-august-2015 from the physician, this case become medically confirmed and this case initially considered as non-serious was upgraded to serious as serious event of persistent swelling and knee pain were added with seriousness criteria of persistent or significant disability/incapacity. The information was processed with clock start date of 07-august-2015 for this version (ptc investigation results were received and both the information were processed together). This unsolicited device case from (B)(6) was received on 31-july-2015 by a physician administrative assistant. This case involves a female patient of unknown age who received treatment with synvisc one and later experienced swelling, knee pain and required aspiration of knee. No past medical history, concurrent conditions, and concomitant drugs were reported. Past drugs included synvisc one. The patient had synvisc one injection in one knee 3 times and in the other knee 4 times. On an unknown date, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, once (batch number and expiry date: unk) for arthritis. On unknown dates, after unspecified latency, the patient experienced severe pain and extensive swelling in the knee which required aspiration of the knee and subsided gradually over 7 to 10 days. Outcome: recovered/resolved for the events of persistent swelling and knee pain and unknown for the event of aspiration of knee. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality assessment: synvisc one contributed to the adverse events. Seriousness criteria: persistent or significant disability/incapacity for the events of persistent swelling and knee pain. Additional information was received on 07-august-2015 (both information was processed together with clock start date of 07-august-2015) from the physician and the case became medically confirmed. The ptc investigation results were added. The event od adverse reaction was deleted and the case was upgraded to serious as the serious events of persistent swelling and knee pain was added. Also, the event of aspiration of knee was added along with details. The dose, frequency and indication of synvisc one were added. The patient's clinical course was updated and the text was amended accordingly.

Event description:
Based on additional information received on (B)(6) 2015 from the physician, this case became medically confirmed and this case initially considered as nonserious was upgraded to serious as serious event of persistent swelling and knee pain were added with seriousness criteria of persistent or significant disability/ incapacity. The information was processed with clock start date of (B)(6) 2015 for this version (ptc investigation results were received and both the information were processed together). This unsolicited device case from (B)(6) was received on (B)(6) 2015 by a physician administrative assistant. This case involves a female patient of unknown age who received treatment with synvisc one and later experienced persistent swelling, knee pain and required aspiration of knee. No past medical history, concurrent conditions, and concomitant drugs were reported. Past drugs included synvisc one. The patient had synvisc one injection in one knee 3 times and in the other knee 4 times. On an unknown date, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, once (batch number and expiry date: unknown) for arthritis. On unknown dates, after unspecified latency, the patient experienced severe pain and extensive swelling in the knee which required aspiration of the knee and subsided gradually over 7 to 10 days. Outcome: recovered/ resolved for the events of persistent swelling and knee pain and unknown for the event of aspiration of knee a pharmaceutical technical complaint was initiated with global ptc number: 38608 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality assessment: synvisc one contributed to the adverse events. Seriousness criteria: persistent or significant disability/ incapacity for the events of persistent swelling and knee pain additional information was received on (B)(6) 2015 and (B)(6) 2015 (both information was processed together with clock start date of (B)(6) 2015) from the physician and the case became medically confirmed. The ptc investigation results were added. The event of adverse reaction was deleted and the case was upgraded to serious as the serious events of persistent swelling and knee pain was added. Also,the event of aspiration of knee was added along with details. The dose, frequency and indication of synvisc one were added. The patient's clinical course was updated and the text was amended accordingly. Additional information was received on (B)(6) 2015. The updated ptc investigation results were received.